Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
(B)(4). The returned guide wire had no deformation such as a kink other than a bend made by shaping. Microscopic observation of the shaft revealed that the ptfe coating was linearly peeled off in the longitudinal direction at approximately 86 to 90cm from the proximal wire end. At approximately 23cm from the proximal wire end, the ptfe coating was also linearly peeled off for approximately 9mm long. Review of similar cases was performed. To replicate the ptfe coating damage, an unused guide wire of the same brand was inserted into a metal introducer and made to contact the introducer edge. As a result, similar ptfe coating damage that was seen on the returned guide wire was observed on the sample guide wire. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and the above investigation outcome, it was concluded that the ptfe coating was damaged by strong friction generated as a sharp edge of a concomitant device such as a metal inserter point contacted the shaft of the returned guide wire. There was no indication of product deficiency. The malfunction and adverse effects section of the instructions for use (IFU) states abrasion of the guide wire coating.

Event description:
It was reported that the ptfe coating of an asahi guide wire peeled off during preparation for a pci. The guide wire was not used and a new guide wire was replaced to resume the pci. The pci was successfully completed with reestablished blood flow by stenting.